Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that emergency medical services dispatched due to low blood glucose on (B)(6) 2021. The customer¿s blood glucose level was 26 mg/dl at the time of incident. The customer¿s blood glucose was 26 mg/dl on (B)(6) 2020. The customer experienced weakness due to low blood glucose. The customers mother stated that her son experienced 3 extreme blood glucose in more than a week with an interval of every 2 days. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report allege over delivery on insulin pump because of three extreme low blood glucose value. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.